Event description:
The customer reported the ventilator was alarming due to an exhalation valve stuck open. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was unable to duplicate the problem. The service technician reported that during testing, the device exhalation flow display was fluctuating. The service technician replaced the exhalation check valve due to damage. Performance verification testing was completed and the unit passed per operating specifications. If the exhalation system is open to atmosphere, the device may be unable to provide a pressurized breath.

Manufacturer narrative:
Check valve.